Event description:
Patient presented to the physician five days post-implant procedure with a hematoma at the chest incision site. Physician brought the patient into the or, evacuated the hematoma, and closed. Postoperative antibiotics were prescribed after the procedure was completed.